Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm followed by a controller exchange was confirmed via the submitted log files. A review of the submitted log file spanned approximately 38 days (10apr2024 ¿ 17may2024 per time stamp). On 17may2024 at 22:58:07 while connected to batteries, the yellow wrench advisory alarm activated due to the backup battery not passing the load test. The alarm resolved on its own and reactivated at 23:14:54 due to a backup battery test circuit fault. The driveline was disconnected at 23:02:46, reconnected, and disconnected again at 23:08:04 for a controller exchange. The backup battery alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis and was exchanged. Additional information provided stated that the was assigned as the patient's backup controller and the backup battery would not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective action was initiated to reduce the amount of backup battery fault alarms related to load tests not passing, (B)(6) was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm and exchanged their system controller around 9:00 pm. The green pump running light was on with the alarm. Interrogation of the affected controller indicated the emergency backup battery (ebb) was expiring in 6 months. Log files displayed yellow wrench/backup battery fault alarms on (B)(6) 2024 at 10:58 pm followed by driveline disconnects indicative of a controller exchange. The ebb on the exchanged controller was exchanged and the controller was assigned as the patient's backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.